Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151503.

Event description:
It was reported that the left ventricular lead exhibited failure to capture. Programming changes were performed. The patient's status was unknown.